Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic. While attempting to update the cybersecurity software, the pulse generator exhibited backup vvi operation, the patient experienced pocket stimulation. A device software download was performed successfully. Another attempt to update the cybersecurity software was not noted. The patient¿s condition was stable.